Event description:
It was reported that on (B)(6) 2025, a 25- 18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery system. During the procedure, the occluder was deployed with a bulbous appearance of the right disc. This deformation did not resolve prior to release. The device was not recaptured once it was deployed. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The physician will monitor the patient for any potential complications. He patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported improper or incorrect procedure or method is related to the device being released after non-conforming to its original configuration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.